Manufacturer narrative:
No lot number was provided; therefore, a history record review could not be conducted. D3, g1, and g2 email is: (B)(6), corrected data: h6: evaluation codes result.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that the patient was admitted to the hospital because of a sudden increase in symptoms when using three faulty cassettes. The patient advised that the testing received in the hospital did not reveal any reason for the symptoms. No additional information was reported.